Event description:
A literature article reported a group of patients experienced n increase of postoperative intraocular pressure following cataract with intraocular lens implant procedures. Day 1 post operative intraocular pressure increased to 40-50 mmhg in six patients. Viscous aqueous humor was discharged through the lateral incision. Intraocular pressure was immediately returned. To normal and comea became clear again.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Ophthalmol chn, 2013, vol 22, no. 2. (B)(4).